Event description:
It was reported that, the patient with this left ventricular (lv) lead exhibited diaphragmatic stimulation. Subsequently, the patient was seen in the clinic and this lv lead was programmed, nonetheless stimulation was still occurring, especially at night and no capture was noted in some vectors during reprogram. Technical services (ts) discussed troubleshooting options. This lv lead remains in service. No adverse patient effects were reported.